Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer supplied x-ray images; review of the images were inconclusive. The customer's reported complaint description of PICC dislodged/misplaced from the vena cava into the subclavian vein cannot be confirmed. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Additioanl information regarding the event and patient was received. This report is being submitted to provide the additional information. Reference (B)(4).

Event description:
Event 1 of 2 (same patient). Additional information: first placement of the PICC: 14.12.2020 in v. Basilica right, catheter length 38 cm, tip vcs ca. 2 cm caudal of carina, 1 lumen dislocated PICC (s. Photo) and new placement of a PICC 04.02.21 again in v. Basilica, catheter length 39.5cm, tip in vcs 3.6cm above the carina. On (B)(6) 2021 again dislocated detected in CT scan. (Reference (B)(4), 1317056-2021-00074).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A physician reported an issue with a bioflo PICC. During injection of contract medium (4ml/sec) for a CT scan, the PICC dislodged/misplaced from the vena cava into the subclavian vein. Ultimately, the PICC was removed and replaced. There was no report of patient harm or adverse event as a result of this incident. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.